Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 42 (drive count error boundaries exceeded after movement). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed and confirmed the customer reported issue pump error 38 and pump error 42. Customer was able to clear the error, able to rewind the pump and pump passed displacement test. No harm requiring medical intervention was reported. Product return status for mmt-1712kl is unknown. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 38 or pump error 42 alarms noted during test. However, verified in the pump history download the pump alarmed pump error 38 seven times between (B)(6) 2024 18:45:00.000 to (B)(6) 2024 19:53:00.000 and pump alarmed pump error 42 on (B)(6) 2024 17:36:00.000 due to corroded motor home switch. No moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 38 or pump error 42 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 38 and pump error 42 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.